Manufacturer narrative:
Investigation summary: bd had not received samples, but a video was provided for investigation. The video was reviewed and the indicated failure mode for stopper creepout was observed. It showed a cap slowly rising out of the tube after being reseated onto the tube. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA #3741863.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closure. This event was reported to have affected 17920 devices. The following information was provided by the initial reporter. The customer stated: "medical technologists and phlebotomists noted 367812 redtop 4ml tube cap decapping in about 80% of a tube pack of 100s. Decapping can be observed after collection, during transportation, specimen preparation and even post-processing; this has led to a few users exposed to patient's blood during decapping." No further information provided.